Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 20 atmospheres for 20 seconds, the balloon ruptured. The device was removed from the patient's body without any problem and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
(E1) initial reporter city: (B)(6). Device evaluated by MFR: a mustang 5.0 x 40, 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 2mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 24 atmospheres. A visual examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident.

Event description:
It was reported that balloon rupture occurred. The 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 20 atmospheres for 20 seconds, the balloon ruptured. The device was removed from the patient's body without any problem and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.